Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switches. The pump was unable to verify compromised forces sensor system alarm and bolus wizard due to unresponsive buttons. The pump was received with scratched display window, cracked display window corner, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 547 mg/dl. The customer stated that she was eating junk food. The customer stated that the pump has been dropped many times on the floor. The customer treated with syringe. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.